Manufacturer narrative:
Device failure is suspected, but did not cause or contribute to a death or serious injury.

Event description:
A presentation at a symposium titled "stimulation du nerf vague - experience rennaise" by dr. Anca nica, unite van gogh at chu rennes was reviewed. The presentation indicated that a patient experienced high impedance. Further follow-up with the physician indicated that no further information could be provided as this event was a long time ago and the records were no longer available. The presentation indicated that a patient passed away from sudep (MFR. Report # 1644487-2015-04409). The presentation indicated that a patient experienced asystole in the or (MFR. Report # 1644487-2015-04408). The presentation indicated that a patient experienced high impedance and subsequent increase in seizures with vns revision (MFR. Report # 1644487-2015-04410). The presentation indicated that a patient experienced high impedance (MFR. Report # 1644487-2015-04411). The presentation indicated that a patient experienced high impedance (MFR. Report # 1644487-2015-04354).